Event description:
It was reported that balloon rupture occurred. The patient presented with lower extremity arterial disease (lead) and underwent endovascular therapy (evt). The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). A 2.0mm x 220mm x 150cm coyote balloon was advanced for dilatation. However, during the first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and patient condition was good.